Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The reporter stated that while using two inform meters and testing on both the right and left hands of the patient, discrepant results were obtained. At 0527, a result of 3.1 mmol/l was obtained from the right hand using the accuchek inform meter (serial number (B)(4)). A glucose drink was given after the reading. At 0549, a result of 2.6 mmol/l was obtained from the right hand using the accuchek inform meter (serial number (B)(4)). At 0552, a result of 12.4 mmol/l was obtained from the left hand using the accuchek inform meter (serial number (B)(4)). At 0554, a result of 12.5 mmol/l was obtained from the left hand using the accuchek inform meter (serial number (B)(4)). Quality control was done on the first meter (serial number (B)(4)) around 0630 and passed. At 1103, a result of 3.6 mmol/l was obtained from the right hand using the accuchek inform meter (serial number (B)(4)). At 1106, a result of 11.5 mmol/l was obtained from the left hand using the accuchek inform meter (serial number (B)(4)). No fluids were being infused at the time of any of these results. It was stated that the nurse did clean the patient's fingers with alcohol swabs prior to the fingersticks. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips and the meter. They were tested using control solution. All of the returned results were within the acceptable range. The allegation, in this case, could not be substantiated.